Manufacturer narrative:
Csc has requested the customer to return the failed pt module. The unit has not been returned yet. Results of unit investigation will be provided in the follow- up reports.

Event description:
Customer reported that their pt module was getting hot to the point that they could not touch it.